Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is possible an interaction with the anatomy due to the angle of insertion or vessel angulation occurred that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a myocardial infarction and an emergent percutaneous coronary interventional procedure using a 6f sheath was performed. Arteriotomy closure of the mildly calcified right common femoral artery was attempted with proglide devices after the procedure. The first proglide device took, but no suture was present, a cuff miss [suture retrieval issue] occurred. The second device took, but the knot locked and would not advance. The third and fourth devices did not advance over the guide wire. The patient had uncontrolled bleeding due to a hole/dissection that occurred below the access site. A balloon dilatation catheter (balloon tamponade) was used to attempt to stop the bleeding; however surgery was required. The patient ultimately died/expired. In the physicians opinion, the proglide devices did not cause or contribute to the dissection, bleeding or patient¿s death. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced are filed under separate medwatch report numbers.